Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was running rough and defective. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery reamer/drill device was not working. During the pre-repair diagnostics assessment, it was determined that the motor seized, jammed and was moving heavy. It was further determined that the bearings were badly rusted and lots of debris were found inside. It was further determined that the device failed for general condition, functional test and for function test forward/reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.